Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was a particulate matter found in syringe on the black stopper. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then, after removing the plunger rod-rubber stopper from the syringe barrel, with 30x magnification. No defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 4347655. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material # 309653. Batch #4347655. It was reported by the customer that the particulate matter found in syringe on black stopper on plunger. Verbatim: (B)(4) received a complaint via phone. Pir attached. Particulate matter found in syringe on black stopper on plunger.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.